Event description:
During installation of the pump system, the pump cable did not provide power to the pump as expected. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.